Event description:
A customer contacted beckman coulter inc. (Bec) stating that while running samples to troubleshoot an instrument problem, they observed differential voteouts on results and a small liquid leak (approximately 5ml) inside their unicel dxh 800 coulter cellular analysis system. There was no impact to patient results, as results were not being reported outside the laboratory at the time of the event. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No injury or exposure was reported. There is an exposure control / risk management plan in place at the facility.

Manufacturer narrative:
Bec field service engineer (fse) performed troubleshooting over the phone and the customer found that the tubing for the sample line coming from the bottom of the flowcell had popped off. The customer re-attached the tubing which resolved the issue. The root cause of the leak is the sample line tubing from the bottom of the flowcell had popped off. The root cause for the tubing popping off is unknown; however, there were no further problems noted after the customer re-attached the tubing. (B)(4).